Manufacturer narrative:
Additional information: intuitive surgical, inc (isi) has received the curved-tip sureform 45 stapler instrument involved with the reported event. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issues on a test sheet on two attempts. Staple formation was proper. No I-beam damage was observed. Isi also received 3 black sureform 45 reloads. This first stapler reload was found to have the knife exposed within the knife track. No damage was observed at the knife edge. The second reload was found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. The third reload was also found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. Isi has received the sureform 60 stapler instrument involved with the reported event. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issues on a test sheet on two attempts. Staple formation was proper. No I-beam damage was observed. Isi also received 4 green sureform 60 reloads. The first reload was found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. The second reload was found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. The third reload was found to have the knife exposed within the knife track. No lodged staple was observed within the shuttle track. The knife of the reload was found with an indentation to the blade edge. The reload body cartridge exhibited damage (skiving marks) along the shuttle track which appeared under microscopic inspection. No material appeared to be missing. The fourth reload was found to have the knife exposed within the knife track. No knife edge damage was seen on the reload. No lodged staple was observed within the shuttle track. Body cartridge damage (skiving marks) along the shuttle track appeared under microscopic inspection. No material appeared to be missing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the partial fire is unknown. The product has been returned to intuitive surgical, inc. (Isi) for evaluation but failure analysis has not yet been completed. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the reported procedure date was conducted and revealed no related system error occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. Stapler logs show the sureform 45 curved-tip instrument was used first and it was installed on the system 9 times and fired 9 reloads (6 green, followed by 3 black). On installation 1, the system failed to detect the reload color and the user manually selected the green reload. The first clamp was successful, and firing was completed with no pauses for compression. Across installs 2-8, there were 18 incomplete clamp attempts ranging from ~54% to ~68% completion. On installs 2-4, the firings were completed with 3 pauses for compression on each. On install 5, the firing was completed with 2 pauses for compression, and on install 6, the firing was completed with 0 pauses for compression. On install 7, the successful clamp was followed by a firing failure, which stopped at ~94% completion, after a duration of ~47 seconds. The user then initiated a force fire, which also failed with a max torque of 701 n. The instrument was reinstalled, and after the next completed clamp, the firing was initiated. This time the firing failed at ~77% completion, after a duration of ~36 seconds. Max torque recorded during this firing was 694 n. On installation 9, there were no incomplete clamps, but there was another firing failure. This firing stopped at ~51% completion, after a duration of ~34 seconds. The max torque recorded during this firing was also 694 n. All unclamps by this instrument were completed successfully. The instrument was then removed and not used again in the procedure. Next, the sureform 60 instrument was installed on the system 4 times and fired 4 reloads (4 green). On the 1st install there were 3 incomplete clamp attempts ranging from ~68% to ~70% completion. Following the successful clamp attempt, there was a firing failure, stopping at ~66% completion, after a duration of ~26 seconds. On the next 3 installs, the firing failed on each fire. On install 2, the firing stopped at ~84% completion after a duration of ~38 seconds. On install 3, the firing stopped at ~62% completion after a duration of ~36 seconds. On install 4, the firing stopped at ~58% completion, after a duration of ~26 seconds. Firing torques for all 4 firings ranged from 681 n to 694 n. All unclamps were completed successfully. The stapler was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. The images sent by the customer were reviewed by isi clinical development engineer (cde) and the following findings were obtained: the intraoperative photos appear to be a sureform stapler with a green reload. In one image, it is shown pausing for compression approximately halfway, followed by a potential "tissue too thick to continue" message. The third image shows a blade exposed message, which can occur if the fire is unable to complete. There appears to be unformed staples sticking out from the reload. There appears to be at least one loose staple in the first and second image, but it is unclear if there are any once the tissue moves in the third image. It also appears that the stapler is being fired over an existing staple line. This is warned against in the user manual: "warning: stapling across another staple line may lead to tissue damage or disruption of the previous staple line." Issues with compression and tissue thickness can sometimes be resolved using a different reload color. This complaint has been reported due to the following conclusion: partial fires with both a sureform 45 curved-tip and a sureform 60 instrument occurred which resulted in fallen and malformed staples, an exposed blade and the need for the surgeon to cut between the staple lines to complete the transection. The fallen staples were not retrieved. At this time, it is unknown what caused the partial fire to occur, but the customer confirmed stapling over a previous staple line. Malformed staples may contribute to an incomplete staple line if not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. Note: refer to medwatch reports (MDR) with patient identifiers # (B)(6) for MDR submission of the events logged against the black sureform 45 reloads. Note: refer to medwatch reports (MDR) with patient identifiers # (B)(6) for MDR submission of the events logged against the green sureform 60 reloads. .

Event description:
It was reported that while using sureform 45 curved-tip and sureform 60 instruments to staple lung tissue during a da vinci assisted pulmonary lobectomy, the instruments would not cut all the way across tissue, the blades were exposed, and the staples fell into the patient. The following information was obtained/clarified through follow-up with the surgeon through the robotics coordinator (roco): the issue occurred with black reloads (which were installed on the sureform 45 curved tip stapler) and green reloads (which were installed on the sureform 60 stapler). The incident resulted in malformed staples and staples fell from each reload that was returned. As per the site, the staple line that was formed was complete, with no holes/gaps seen. The surgeon used a scissor to cut the tissue that was between the staple line and the procedure was completed robotically using another staple. The site stated that the surgeon stapled across another existing staple line. There were no abnormal tissue factors present. Tissue was not dragged during the firing process, the stapler jaws did not open unexpectedly during firing and the reload did not deploy staples unexpectedly. There was no bleeding or unplanned tissue removal. The staples that fell into the patient were not retrieved.